Event description:
It was reported that there was blood through the atrial set screw. The pacemaker was not used, and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The implantable pulse generator (ipg) was returned and analyzed. Analysis findings demonstrated connector foreign material and grommet damage. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions (B)(4) have been implemented to address this issue.